Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Event description:
It was reported, that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected product has been received. And the investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced internal frame, front cover, rear case, lt/rt handle, barrel clamp, tube/sleeve drive, wiper seal, latch module, spring latch and lt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to mechanical failure of the assy frame internal 8110/8120. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.